Event description:
It was reported that the patient was re-admitted to the hospital with a single episode of angina approximately two weeks after the index coronary stenting procedure with two xience prime (2.25x23, 2.25x12) stents in the right coronary artery (rca), one xience prime in the left circumflex coronary artery, and two xience prime stents in the left main coronary artery. The chest pain resolved with sublingual nitroglycerin. There were no abnormalities in the electrocardiogram and no increase in cardiac biomarkers. The stress test was negative, but there was a minimal territory with ischemia. Losartan, a cardiovascular medication, was added to the patient's medical regimen. The angina did not return and the patient was discharged six days after admission. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data: (B)(6) 2013: troponin I=2.699 ng/ml, upper reference limit 0.05; (B)(6) 2013 (00:47): ck=32 u/l, normal upper limit 174; (B)(6) 2013 (12:41): ck=33 u/l, normal upper limit 174; (B)(6) 2013 (23:17): ck=43 u/l, normal upper limit 174; (B)(6) 2013 (00:47, 12:41): ck-mb=0.5 ng/ml, normal upper limit 4; (B)(6) 2013 (23:17): ck-mb=0.6 ng/ml, normal upper limit 4; (B)(6) 2013 (00:47): troponin I=0.713 ng/ml, upper reference limit 0.05; (B)(6) 2013 (12:41): troponin I=0.397 ng/ml, upper reference limit 0.05; (B)(6) 2013 (23:17): troponin I=0.36 ng/ml, upper reference limit 0.05; (B)(6) 2013: ck=44 u/l, normal upper limit 174; (B)(6) 2013: ck-mb=0.9 ng/ml, normal upper limit 4; (B)(6) 2013: troponin I=0.33 ng/ml, upper reference limit 0.05. Concomitant medical products: stent: four xience prime stents (2.25x12, 2.5x18, 3.0x18, 3.5x18) there were no reported product deficiencies. The reported patient effects of angina and ischemia are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.